Event description:
The consumer reported receiving a 2nd degree burn and stated she may have fallen asleep while using the pad. The directions for proper use stated not to lay or lean against the heating pad or use while sleeping.